Event description:
A malfunction alarm was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and instructed to call back if the malfunction code recurred, which the customer acknowledged and understood.